Manufacturer narrative:
Correction: g3 - date received by manufacturer. The previous awareness date was erroneously reported as (B)(6) 2023 and should be (B)(6) 2023

Event description:
Related manufacturer report number: 2017865-2023-15557. It was reported that the patient presented for replacement of the right atrial (ra) and right ventricular (rv) leads. The rv lead exhibited over-sensed noise that resulted in pacing inhibition. Right atrial lead noise was not reproducible in-clinic. The patient was scheduled for revision where both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that both the right atrial (ra) and right ventricular (rv) leads exhibited over-sensed noise. Additionally, the lead were noted to be fractured.